Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, cellulitis, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a (B)(6) healthcare professional and concerns a female patient. She was injected with a total of 1.5 ml of radiesse(+) into the jawline, in (B)(6) 2018 (reported as two weeks prior to this report). In (B)(6) 2018, the day after the treatment with radiesse(+), the patient experienced redness and discomfort. The cheek area became increasingly firm and oedematous and the symptoms were extending up, towards the eye area. The patient's skin was hot and firm and it felt like sandpaper. The injector's experienced aesthetic colleague, nurse practitioner, reviewed the patient and diagnosed the patient with cellulitis (also described as a severe cellulitic reaction creeping up to her eye) based upon history and face to face examination. The patient was prescribed ciprofloxacin 500 mg for 7 days and prednisolone 30 mg daily for the first day, then 20 mg daily for 5 days. The nurse practitioner felt that antibiotics and high dose steroids were necessary to prevent the cellulitis reaction extending towards the eye and risking orbital cellulitis. The patient reported improvement at 24 hours and further improvement at 48 hours. Due to the provided information, the outcome of the event was considered as resolving.

Event description:
Follow-up information was received on 13-apr-2018: the patient had no known medical conditions and no allergies. The reporter informed that the patient had a recurrence of inflammation, following two rounds of treatment with steroids (prednisolone) and antibiotics (ciprofloxacin). The symptoms did improve during the treatment with antibiotics and steroids, however, they returned after completing the course. As reported, no formal diagnosis was made. On (B)(6) 2018, the patient was due to visit a plastic surgeon, for an assessment and potential diagnosis. At the time of this report, the patient was treating the symptoms with ibuprofen and antihistamines, as advised by the treating nurse.

Event description:
Follow-up information was received on 21-apr-2018: the healthcare professional informed that the inflammatory response had settled and that the patient had cancelled the appointment with the surgeon, however, she added that she was going to be mindful of the fact that the immune inflammatory responses had the tendency to reoccur. Due to the provided information, the outcome of the event was considered as resolved, in april 2018.